Event description:
It was reported the external pulse generator (epg) was dropped and damaged. The epg was returned to the manufacturer and subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the side bails were broken. The battery flex was corroded and the display was out found to be out of electrical specification. A side bail and ring were missing. The upper/lower cases, side bail covers, ring cover and battery drawer were broken. The battery release, heart block, lead flex cover, two case screws and release spring were contaminated.